Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer reported that low blood glucose may be due to user error as dual wave bolus may have not been used correctly. Customer blood glucose reading was 119 mg/dl when waking up. Insulin pump will not be returning for analysis.